Event description:
During monthly administration medication to (B)(6) male veteran at the (B)(6) there was event due to defective medical device. During administration risperidoneconsta by mental health nurse needle separated from its base. The medical device is component part found in ndc 50458-0308-11 package. The medical device is hypodermic needle-pro needle with needle protection with ref # (B)(4), lot # 2517193, expiry: 09/2014, device for use with risperdal consta. Medication was successfully administered with nurse doing the following: "needle held in place by mental health nurse;" i.e. Intervention to prevent damage. Mental health nurse notified supervisor and our safety officer, ms (B)(6). The affected lot no: ndc 50458-0308-11. This event is lot # 4315bap1; expiry 04/17. Frc and pharmacist (B)(6) inventoried remaining stock 50mg strength risperdalconsta and no lot # 4315bap1 found. Frc informed all mental health nurses and administrative officers notified this event and instructed to inspect all needle to base area before using. This event is recorded pt event report no: (B)(4). Dose or amount: 50.0mg risperidoneconsta; frequency: monthly; route: arm. Diagnosis or reason for use: chronic paranoid schizophrenia.